Event description:
On (B)(6) 2013, the following was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the pt was preparing to eat his evening meal with the two head side rails in the up position, the right foot side rail in the down position with a meal tray in place and the left foot side rail in the up position when the left side of the mattress began to inflate. The inflation resulted in the pt sliding towards the right edge of the bed. The pt grabbed the meal tray to keep from sliding but was unsuccessful. The meal tray fell and the noise alerted the nurses. When the nurses entered the room the pt was found on the edge of the bed about to fall. The nurses were able to move the pt back into the bed, preventing the fall. There was no injury to the pt or staff as a result of this event. The pt was reported to be in a different bed and in good condition.

Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the mfg site kinetic concepts, inc. As a november 2012, complaints related to this product are to be handled by arjohuntleigh, inc. (B)(4). Additional info will be providing upon conclusion of the MFR investigation.